Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) found that the full height legacy drawer had failed. Although it was initially recovered, it failed again during the next access attempt. The fse ran the hardware test application (hta) and verified that the latch sensor was functioning properly. Inspection in inseparable confirmed that the magnet was in place. The retractor band was checked and found to be in good condition. The drawer position section status was checked and found to be 'not detected'. The position sensor was replaced, and testing in hta confirmed successful operation. The customer recovered the drawer and verified it was operational. The fse proactively checked other drawers, secured connections, and verified operational status. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and could not be opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.